Event description:
See manufacturers narrative for results of the device investigation.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Follow-up report #1 is to provide FDA with any new information and the results of the device investigation. According to rw gmbh: the instrument was not sent in for examination by the user. Using process: during laparoscopic surgery, the surgeon inflated the abdominal cavity with carbon dioxide pneumoperitoneum system. It was unable to inflate. After inspection, it was a sensor failure and the operation could only be stopped. Detail of the investigation: ]the sensor is faulty. The hospital should find a local maintenance hospital to solve the problem. Analysis of cause: tthe case is aging. Instructions for use: generally, the user is instructed in the associated instructions for use ga-a274, 2018-01 v6.0/ pk18-9297 under chapter 4, the user is informed, that a visual and functional check must be carried out before and after each use. Possible damage and/or functional impairments can be easily detected by the user if these instructions are observed can be easily detected by the user if these instructions are followed. According to chapter 4, the insufflator must be checked with automatic function checks, among other things, after the unit is switched on. Which automatically detect, report and document various errors and document them. Errors that occur during the switching on of the mains switch, during the self-test, or during operation are recorded. Operation. In addition, the correct control function of the co2 gas must be control function of the co2 gas must be checked before any intervention. This check includes a flow check and a check of the regulation take place. Furthermore, according to chapter 1.3, due to possible failures of the insufflator, an equivalent insufflator should be used of the insufflator, an equivalent replacement should be available for therapeutic replacement should be available. Product risk: in the e1-1 rev 8.0 risk assessment, design-related, manufacturing and handling risks have been taken into consideration and possible failures of products and hazards due to a product that cannot be used with the product with the corresponding extent of damage and the assumed probability of occurrence assessed with an and evaluated with an cceptable residual risk. Richard wolf gmbh considers this matter closed. However, in the event rwgmbh receives any additional in-formation a follow up report will be submitted to FDA. Richard wolf medical instruments corporation(rwmic) submitting report on behalf of rwgmbh report.

Event description:
During laparoscopic surgery, the surgeon inflated the abdominal cavity with carbon dioxide pneumoperitoneum system. It was unable to inflate. After inspection, it was a sensor failure and the operation could only be stopped. No information is known about the patient's state of health.

Manufacturer narrative:
(B)(4). The instrument has not yet been sent for examination by the user. As soon as the examination is completed, we will send a follow-up report.